Event description:
Blood leak alarm on dialysis machine sounded 1-2 minutes after treatment initiated. Blood visible in dialyzer effluent line. Treatment discontinued. Dialyzer and lines removed. New lines and dialyzer were used to reinitiate treatment.